Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f249 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f249 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
The customer called to report a drive tube break during the treatment procedure. The customer stated approximately 150 ml of whole blood was processed at the time of the break. The customer stated an alarm #7: blood leak (centrifuge chamber) was received at the time of the break. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was in stable condition and no infusion or transfusion was needed. The customer did not return product for investigation.